Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report wil be submitted if the device is received.

Event description:
It was reported that the pump rest unexpectedly. The customer's blood glucose level was impacted (400 mg/dl). The customer corrected the elevated blood glucose level using a manual injection.